Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that there was swelling around the device area. Additional information sent but no pertinent information received. There were no additional adverse patient effects were reported. The product remains in service.